Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform run current test, self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump passed idle current test. Unable to verify no delivery alarm, battery out limit alarm, battery power loss alarm unexpected restart error alarm, reset anomaly and external ram crc error alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email the insulin pump had multiple motor error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error and somehow fixed itself. Customer also reported that the insulin pump had an issue with insulin pump being off even after the battery has been changed. Customer reported that she was advised the diabetes nurse to discontinue use of insulin pump and customer was using manual injection. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.